Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Eri triggered on 2014-(B)(6).

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to early elective replacement indicator (eri). It was also reported that the right atrial (ra) lead was capped and replaced due to low impedance. It was additionally reported that the right ventricular (rv) lead was capped and replaced due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4024-52 lead, implanted: (B)(6) 1995. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.